Manufacturer narrative:
(B)(4). Additional report filed from affiliated facility: 9610877-2018-00193. (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating, "atp testing and a possible issue with the elevator mechanism" involving video duodenoscope model ed-3490tk/serial (B)(4). No other information was provided at the time of the report. The video duodenoscope was returned to pentax medical for evaluation. Additional information was received stating the facility is using the 3 m clean trace water test. In addition, all ercp and eus endoscopes are atp tested after every use and manual cleaning. Three areas are tested; the distal 20 cm of the endoscope insertion tube, the front and back of the elevator, and collect sample of flush through biopsy channel. If the test is positive the first time, the endoscope is cleaned and tested again. If the scope is positive a 2nd time, a different technician washes and tests the endoscope a third time. Three tests were performed on model ed-3490tk/serial (B)(4). The pentax medical service inspection findings included the following: distal cap - fixed type failed seal integrity inspection. Passed dry/wet leak test. The video duodenoscope is currently undergoing repairs.